Event description:
It was reported that the patient went to the e.r. (Emergency room) and was admitted to the cardiac evaluation unit for af (atrial fibrillation) with rvr (rapid ventricular response) resulting in implantable cardioverter defibrillator (ICD) discharge. It was noted that from review of stored episodes there was suspected inappropriate therapy delivered for svt (supra ventricular tachycardia). Additionally, small p-wave measurement was noted for the atrial lead. Programming changes were made and the patient was started on sotalol with follow-up arranged. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.